Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a shoulder bankart repair procedure the quantum controller had a hardware f4 failure. It is unknown if there was an available back up device or a significant delay during the procedure. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 3006524618-2020-00778. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.